Event description:
Customer reported that she was unable to control her blood glucose and she was hospitalized due to high and low blood glucose. The high blood glucose reading was over 400 mg/dl and the low was 30 mg/dl. Customer stated that her insulin pump was shutting off and it was not giving her the right amount of insulin. Customer stated that was throwing up and aspirated some of the vomit which led to hospitalization. Customer stated that at the hospital she had pneumonia, respiratory failure, heart attack, stroke and congestive heart failure. Customer stated that she was also hospitalized in (B)(6) of 2013 for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.